Event description:
It was reported there was a volume discrepancy noted at refill. The expected residual volume was 2.6ml; the actual residual volume was 3ml. There was "a little more resistance filling the pump with the drug". It was aspirated and filled partially a few times; with the attempt to fill it, "seems as though there is resistance that they were not used to." The drug in the pump was morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the pump had been functioning fine. It was stated that "off-hand there had been discrepancy" but the reporter did not know how much it was. In regards to the resistance during the refill it was noted that the hcp pulled the needle out more than once and reinserted it so was not sure if it was in the pump, and felt it scraping on the back. It was stated that the first needle drew back fine but there was resistance pushing it in; when pulled out, the needle looked a tiny bit bent and "so maybe it was just kinked enough giving trouble pushing it forward". It was further added that the pump seemed to have been functioning fine since then. Hcp was to visit the patient in about two weeks. A follow-up report will be provided if additional information becomes available.

Manufacturer narrative:
Catheter: model # 8709, lot# l67850, implanted: (B)(6) 1999, explanted:unknown.

Event description:
Additional information received later indicated that the patient had had her next refill that went fine and the nurse had not had another problem. Per the nurse she guessed that there was a very slight chance that the needle was bent at the time of that fill, although it didn't look bent when pulled out; it was harder to push in.